Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 weeks later due to periprosthetic fracture following a fall. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 31-323230 lot# 66771789 3.2mmx30mm rnglc+ acet drl bit; cat# 650-0663 lot# 3202440 delta ceramic fem hd 36/+6mm; cat# 110010245 lot# 67085356 g7 osseoti 4 hole shell 54mm f; cat# 30123606 lot# 66543583 36mm i.d. Size f high wall liner; cat# 010000999 lot# 7827457 g7 screw 6.5mm x 30mm. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the provided picture identified the stem and head explanted. Both components are covered in biodebris with some larger debris on the porous coating of the stem. No other observations could be noted from the image provided. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a periprosthetic oblique fracture of the proximal right femur. There is femoral implant loosening and subsidence secondary to the periprosthetic fracture. Acetabular implant fit and overall alignment is maintained without dislocation. A definitive root cause cannot be determined. Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.